Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts for rv noise reversion were seen but no episodes were stored. Multiple false ams episodes were also noted due to electromagnetic interference. No further information available.